Event description:
Dealer stated the unit is running hot and upon evaluation, he noticed the tubing is cloudy and there is smoke filtration throughout the unit. Dealer stated he believes the end-user who was renting the concentrator is a smoker.